Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Boston scientific issued a field safety notice update to physicians regarding unintended behaviors observed with a software update designed to detect high battery impedance and prevent initiation of safety mode in accolade devices. The associated investigation determined that the software update led to this device experiencing a false positive response that resulted in disablement of the wandless telemetry. Boston scientific has developed a software update to address this unintended behavior. Boston scientific developed and released an additional software update for the accolade family designed to correct the unintended behaviors. This device exhibited the unintended behavior prior to receiving the additional software update.

Event description:
It was reported that the device from this pacemaker was unable to be uploaded. Technical services (ts) reviewed and the transmissions were able to be uploaded and reviewed. Ts found this was a false remote monitoring disabled (rmd) alert due to having a magnet detected during the loaded measurement. The software disabled the rf functions of the device, that could not be reenabled until a software correction is issued. The rep and following physician were informed the patient will need a software update to reenable telemetry. This pacemaker remains in service. No adverse patient effects were reported.